Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system was not suctioning and the patient was unaware that the tubing and canister needed to be replaced every 60 days. The representative also given advice on how to fix snagged tubes and placement of wick was properly in the tubing. Then, sales team provided website for further help to customer service if the patient could troubleshooting. The representative informed that kit was replaced every 60 days and also made sure that all tubing was connected snagged and the wick was properly in the tubing. The patient had been using this product for more than 90 days.

Event description:
It was reported that the purewick urine collection system was not suctioning and the patient was unaware that the tubing and canister needed to be replaced every 60 days. The representative also given advice on how to fix snagged tubes and placement of wick was properly in the tubing. Then, sales team provided website for further help to customer service if the patient could troubleshooting. The representative informed that kit was replaced every 60 days and also made sure that all tubing was connected snagged and the wick was properly in the tubing. The patient had been using this product for more than 90 days.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to ¿incorrect/ missing translation; missing instructions; vendor/printer error¿. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. If you notice any of the following, replace immediately: canister or tubing has residual urine build-up. Canister or tubing appear cloudy. Canister or tubing appear discolored. Canister becomes cracked. Tubing becomes torn. Purewick¿ external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.